Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead in a pacemaker dependent patient. The physician suspected insulation damage, although it was not confirmed. Isometric testing was performed and noise was reproduced. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.